Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 5000 mcg/ml at 2175 mcg/day and compounded baclofen 60 mcg/ml at 26.1 mcg/day via an implanted pump for failed back surgery syndrome and spinal pain. The pump logs indicated a motor stall occurred on (B)(6) 2016 at 04:56 and the patient did not recently have an MRI. The patient experienced a sudden return of spasms, nausea, and vomiting on (B)(6) 2016. The rep would be sharing the finding of the motor stall with the healthcare provider (hcp) and then determine the next steps. On (B)(6) 2016 it was indicated the rep would be sending the pump back for analysis. The pump was explanted on (B)(6) 2016. The cause of the stall was unknown and the pump had been returned. There was no patient injury and the patient recovered without sequela. A rotor study and dye study were not performed.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.